Event description:
Doctor implanted an infix cage. The pt was turned over to implant posterior screws. A final film was taken for screw placement. At that time it was noticed that one of the struts in the infix cage was not properly aligned. Pt was then turned back over and reopened to remove any replace the device. This event caused a surgical delay of more than 30 minutes.